Event description:
It was reported that during a cranial biopsy procedure, the surgeon felt that the system was inaccurate, causing the first pass at the biopsy to miss the targeted area. The surgeon completed a second pass, at which time, the biopsy was obtained. No known procedural delays were reported or medical interventions.

Manufacturer narrative:
Based on photographic investigation, the reported event was confirmed.

Event description:
It was reported that during a cranial biopsy procedure the surgeon felt that the system was inaccurate, causing the first pass at the biopsy to miss the targeted area. The surgeon completed a second pass, at which time, the biopsy was obtained. No known procedural delays were reported or medical interventions.